Manufacturer narrative:
The company rep examined the system and replaced the footswitch and footswitch cable. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).

Event description:
A customer reported a system message was received prior to surgery. Subsequently, the case was canceled after the pt had received peribulbar anesthesia. There was no pt harm reported.